Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) along with right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement. Additional information obtained from the field representative indicated that the cause of the low pli was not determined. The clinic will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this cardiac resynchronization therapy defibrillator (crt-d) along with the right ventricular (rv) lead continued to exhibit low out-of-range (oor) pacing lead impedance (pli) measurement. Boston scientific technical services (ts) indicated that there were no oversensing or any stored inappropriate events noted in presenting electrogram (egm) and that the impedance measurements appeared to have been trending low. Additional information received indicated that a local field representative could not provide any further information about this event. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).